Event description:
Device returned with report of "connector to pump sheared off where the suture goes. Drug leaking into abdominal cavity." Patient experienced much more severe withdrawal symptoms with the catheter break-itchiness and increase of spasiticy to point of falling out of wheel chair. Patient's spastic condition seemed to be worse with the onset of withdrawal than prior to it baclofen. Surgical access revealed the catheter connector had a "slice in the fold of the connector". Patient is doing well with new catheter connection and getting beneficial results from the therapy.